Event description:
The customer reported that the system was not switching on. Further information was provided that the ready-for-use indicator (rfu) displayed a red x. There was no reported patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model (B)(4), is substantially similar to the heartstart xl+ (model #(B)(4) and will be reported in the united states under device model# (B)(4).